Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in (B)(4). As reported, this was a valve-in-valve case of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach, in to a 26mm sapien valve due to high grade symptomatic stenosis. During procedure, the balloon bursts just before complete deployment. The valve was successfully deployed. The annulus and leaflets were heavy calcified. During withdrawal of the system, balloon catheter could not be pulled completely into the sheath and tore off in 2 pieces. Since the inner copper wire was broken, the tore piece was pulled into the e-sheath and then removed in one piece. Per pre-deco evaluation, the esheath liner was delaminated. There was no patient injury and the patient is doing well.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. During evaluation of the esheath, the following was observed: the balloon guidewire lumen with ruptured balloon inserted in esheath. Liner delamination approximately 7.5cm from distal tip. Liner bunching. C-marker present. The device history record (DHR) review and lot history review were unable to be performed as the lot number was not provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint esheath liner delamination was confirmed through evaluation of the returned device. No manufacturing non-conformances were identified through evaluation of the returned device. A review complaint history support that a manufacturing non-conformance likely did not contribute to the reported event. A review of IFU/training materials revealed no deficiencies. Additionally, there was no report of any issues with the sheath during device preparation or unpacking, indicating that this was not an out of the box issue. As reported, 'during procedure, the balloon bursts just before complete deployment. The valve was successfully deployed. The annulus and leaflets were heavy calcified. During withdrawal of the system, balloon catheter could not be pulled completely into the sheath and tore off in 2 pieces. Since the inner copper wire was broken, the tore piece was pulled into the e-sheath and then removed in one piece.' Per the IFU/training manual, 'do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off.' Resistance was likely met when retrieving the torn/burst balloon back into the sheath. As such, the torn/burst balloon likely got caught onto the liner of the sheath, causing the delamination and liner bunching as the ds was being withdrawn. As difficulty and resistance occurred, potential device manipulation may have been applied to overcome the withdrawal difficulty, contributing to the liner bunching and delamination. The available information suggests that procedural factors (withdrawal of torn/burst balloon, excessive manipulation) may have contributed to the complaint event. No IFU/training manual deficiencies were identified. No corrective/preventative action nor product risk assessment (pra) escalation are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: EU MFR 2015691-2022-04405 and EU MFR 2015691-2022-04407.